Event description:
It was reported that the 9900 system locked up during cine run and would not save cine images. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The power supply connection was repaired and the software was re-installed during the service call. The system was tested and found to be working as intended and put back into service.